Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d,e UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer is calling to order a kit - as failed water test. Used with male wicks. No additional information provided. Troubleshooting did not resolved the issue. (Prepping and placement tips shared).

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. A DHR could not be performed since no lot number was provided. Corrections made to tab f. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the customer called to order a kit there was failed water test. Used with male wicks. No additional information provided. Troubleshooting did not resolved the issue. (Prepping and placement tips shared).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer is calling to order a kit - as failed water test. Used with male wicks. No additional information provided. Troubleshooting did not resolved the issue. (Prepping and placement tips shared).